Event description:
My surgeon used the medtronic infuse which caused me significant problems such as pain, required me to undergo a revision surgery, and has me constantly worried that things will get worse.